Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, four heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No patient complications were reported by the hospital. His report is for the second seal that cracked and a subsequent seal was used to attempt completion of the procedure.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant surgery for evaluation, it will be difficult to confirm the reported problem.